Event description:
According to the reporter, while firing during a sleeve gastrectomy, the surgeon failed to activate the handle and stapling was not possible. Another reload from the same batch was used on the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.